Manufacturer narrative:
Analysis was unable to confirm the stated reason for return of "analyzer produces a lot of noise in the signal." It was noted that the analyzer was working correctly and no abnormalities were found. It was mechanically intact and passed all incoming functional tests. It was additionally noted that it also passed its final functional and systems tests.

Event description:
It was reported that the software analyzer produced a lot of noise in the signal. The analyzer has not been returned to service. It was indicated that there was no patient involvement associated with this event. It was further reported that the product was returned to service.